Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Light scratches are observed on the posterior side of the optic. The optic is split from the edge across the center of the lens, typical of insertion and removal from the eye. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The lens, 8.5 diopter (add power +2.2/+3.2) lens was replaced with a non company monofocal lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted intraocular lens with a patient reason for explant of halos. Additional information requested.